Event description:
The supply/processing/distribution technician observed error in label on two packs out of a new case of product. Product specific information - i.e. Name of product, catalog number and lot number were not printed on pack.improperly labeled product was removed from use. We are notifying manufacturer.